Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: vivekanandan a, lavanya m, sutharsen nr, sabharish r. Prospective study on treatment of paediatric forearm fractures with titanium elastic nails. 08 jul 2024. Int j acad med pharm 2024; 6 (4); 41-45. Doi: 10.47009/jamp.2024.6.4.10. Objective/methods/study data: the purpose of this prospective study was to evaluate the outcomes of treating diaphyseal forearm fractures in children through intramedullary nailing fixation. A total of 90 patients (50 males and 40 females) with diaphyseal forearm fractures were included in the study. Patients were treated using titanium elastic nail system (tens). The follow-up period was done in 1 year at regular intervals. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: synthes titanium elastic nail adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty: (B)(4): - 18 cases had irritation and bursa formation at entry site. No intervention was indicated. - 1 case of malunion. No intervention was indicated. - 1 case of iatrogenic fracture. No intervention was indicated. - 9 cases of delayed union. No intervention was indicated. - 1 case of osteomyelitis. No intervention was indicated. - 8 cases had transient loss of sensation over thumb. No intervention was indicated. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty: (B)(4): - 5 cases had perforation of opposite cortex of bone during surgery. No intervention was indicated.